Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP humidifier was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. Results: visual inspection revealed the power cord was damaged at the unit end, after the strain relief. The inner insulation was damaged and the copper conductors were exposed, which prevented the unit from working. Conclusion: based on the investigation conducted, it appears that the power cord may have been damaged by the customer during use. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon CPAP is designed to the electrical safety standards ,ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon CPAP humidifier state the following: - "only operate if the device, power cord and plug are dry and in good working order." - "do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A healthcare facility in (B)(6) reported that an icon CPAP humidifier had a broken power cord with exposed wires. No patient consequence was reported.